Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09172, 2134265-2016-09724. It was reported that a foreign material was noticed in the patient. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal right coronary artery (rca). Rotational atherectomy was performed with the use of a 330cm rotawire, 1.5mm rotalink plus and a 2.00mm rotalink plus with rotational speed reaching 180,000rpm. It was noted when the physician was advancing the 2.00mm rotalink plus in dynaglide mode, resistance was met inside the guide catheter. The physician removed the devices from the patient's body and observed no visual damage. Two non-bsc stents were then implanted in the lesion; however, dissection or hematoma was noted at the edge of the stent. The cause of the dissection or hematoma was due to the stent implantation. An intravascular ultrasound (ivus) was done and noted an artifact/foreign matter, possibly a metallic material. The procedure was completed and no further patient complications were reported with the patient's condition noted as good.